Manufacturer narrative:
For both of the reported malfunctions, the lot numbers were provided for review and lot history reviews were performed. The devices weren't returned for evaluation, however one malfunction provided medical records. The investigation is confirmed for the reported retrieval difficulties. For the other malfunction, the investigation is inconclusive as no objective evidence was provided for review. A definitive root cause could not be established. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the information indicates that model md800j allegedly experienced difficulty removing. The information was received from various sources. The malfunctions involved both patients with no reported patient injury. One patient is female, who's weight and age were not provided. The other patient is a (B)(6) year old male who weighs (B)(6) kgs.

Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that model md800j vena cava filter experienced difficulty to remove. The information was received from various sources. Both the malfunctions involved patients with no impact or consequence. One patient is 44-years female, who's weight was not provided. The other patient is a 55 years old male, who weighed 105 kgs.

Manufacturer narrative:
H10: for both of the reported malfunctions, the lot numbers were provided for review and lot history reviews were performed. The devices weren't returned for evaluation, however one malfunction provided medical records. The investigation was confirmed for both of the reported retrieval difficulties. A definitive root cause could not be established. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.